Event description:
Additional information was reported that the patient's ins was replaced due to the ins recharging taking longer than expected. There were also communication issues. The issue has been resolved since the replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h1, upon review serious injury applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Caller is with patient and requested to obtain mdt file for ins turning off unexpectedly. Caller stated patient is on hd and charges twice a day and confirmed adaptive stim is not used. Tss asked if patient kept log of when ins turns off and caller indicated patient hasn't and they know that stim turns off because their pain returns. Caller asked patient when ins last turned off and patient indicated 2 days ago ((B)(6)). Tss had caller review therapy usage and recharging information which showed occurrences of therapy unavailable on (B)(6) and the following recharging sessions: (B)(6) 10-100%; (B)(6) 3 minutes; (B)(6) 30-100%; (B)(6) 20-60%; (B)(6) 10-30%; (B)(6) 20-90%; (B)(6) 20-100%; (B)(6) 30-100%; (B)(6) 10-90%; (B)(6) 20-100% tss reviewed that ins appears to be turning off as expected due to battery depletion. Caller still requested to obtain mdt file which tss assisted with. Tss reviewed patient should keep diary of when stim off occurs and I will follow-up with caller about what mdt file shows. Caller was going to attempt reprogramming to lower energy requirements.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins) nme715736h found the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis found the ins was functionally okay and there were insignificant anomalies. H6. Results code c20 no longer applies. Method code b20 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated her reason for call is because the ins is turning off on its own. Patient confirmed the ins is charged to 100%, adaptive stimulation (as) is not enabled, and that she charges the ins 2x day because of her high settings. Patient stated that when her leg starts to hurt, she will check the therapy and sees that the stimulation is off but the ins is charged. Patient states she met with a  manufacturing representative (rep) who confirmed that the ins was randomly shutting off but provided no further explanation as to what was the cause.  Patient confirmed that group c was currently active, with one program. Patient verified as was not enabled. Patient tried switching to group a with one program available and confirmed that as was not enabled on that.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and technical services (tss) and the patient reported that they are not sure what lead to the issue. The issue did not resolve. Tss reported they were able to analyze the data sent for the patient and this further confirms that the patient is discharging the ins to the point where stim shuts off. This is occurring regularly for the patient and most of their recharge sessions were starting from a point at which therapy was lost. You can see from the data that therapy is lost with stim on and then recharging occurs long enough for the battery voltage to reach a point where therapy is restored (the patient would still have to take the manual step to turn stim on). It also appears that the ins is only lasting part of the day, about 14 hours, so the manufacturing representative (rep) may want to ensure impedances are in range to rule out any connection issues and review programming to see if the settings can be lowered at all to reduce the recharge burden on the patient.